Event description:
It was reported that the distributor product specialist contacted technical support through a message to report a customer complaint regarding a lack of power from the erbe. The customer had already performed troubleshooting steps including rebooting the erbe, replacing the power cable, and testing a different erbe port; however, none of these actions resolved the issue. Tse was unable to perform a log review as the system was offline and logs from the most recent days were not available. It was also noted that multiple erbe replacements had been performed in march, and by the end of may additional potential erbe-related issues have been reported. The procedure details, patient status, procedure outcome, impact to the procedure, or patient condition are unknown at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The erbe integrated electro surgical unit(iesu) was analyzed and the reported issue was not confirmed or replicated. However, a historical review of logs showed c-06/m-18/m-11 error pattern, 2-8a/3-8a, m-32, m-1c errors. Visual inspection noted that unit arrived with no fuse holder and broken fuse holder door on a/c input module. Nonconformances will require rework. Unit was tested on system, all operations were successful via all ports. Effect/power was nominal compared to known-good units. No errors were observed in erbe logs. The pobable root cause of the reported event could not be determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during a procedure. Neither bipolar port was functioning correctly, both monopolar ports were functioning correctly. A vision cart including erbe from the hospital¿s other da vinci xi system was used to complete the case with a delay of 30 minutes and no reported patient harm.

Event description:
Refer to h11 for follow-up information.